Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza1065 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
(B)(6) 2015.- patient with history of spinal fusion surgery had a left basilic PICC placement the first week of (B)(6) 2015. Clot reported throughout left basilic vein on (B)(6) 2015. Patient with swelling of left arm and dyspnea and feeling of pressure on her chest reportedly attended ER where the patient was reportedly told that she presented with thrombosis throughout left arm all the way to the left subclavian vein. The patient had a pulmonary scan done that reportedly showed extensive bilateral pulmonary emboli. Right lower lobe segmental arteries reported nearly occluded. Left lower lobe segmental and sub-segmental alleged nearly occlusive defect. Patient was allegedly admitted to the hospital for treatment of extensive bilateral pulmonary emboli. An echocardiogram reportedly revealed diastolic dysfunction present with elevated troponin related to ventricular strain from acute pulmonary embolism. The patient was allegedly discharged home on coumadin and lovenox. Patient was released from hospital on (B)(6) 2015 she is unsure of the date.